Event description:
It was reported that the ilet displayed a reconnecting message for a dexcom g7 sensor, consistent with intermittent signal loss between the cgm and the ilet, and readings resumed during the call after allowing time for reconnection. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, care, or hospitalization. Investigation included telephone-based troubleshooting and education, verification of alarm settings, and observation of successful data reconnection. Investigation of this case revealed intermittent cgm-to-ilet communication disruption, with the device functioning once connectivity was restored. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or transient connection issues.